Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company, to report an adverse events and a product complaint (pc), concerned a 73-year-old asian female patient of han nationality. Medical history included diabetes, complications of diabetes mellitus, coronary heart disease, retinopathy and chronic obstructive pulmonary disease. The patient had no drug adverse reaction history and no family drug adverse reaction. Concomitant medications included acarbose, huameike, dioscorea nipponica, chlorpromazine hydrochloride, metoprolol succinate, atorvastatin calcium, acetylsalicylic acid and other unspecified medications all for unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from cartridge with humapen ergo ii, at 30 units in the morning and 22 units in the evening, via subcutaneous route, for diabetes mellitus beginning on an unknown date in (B)(6) 2011. Since an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, she had alzheimer's disease, and since 2022 (the exact time was unclear), it was found that the memory was significantly reduced and forget thing that she did after one minute. The event of alzheimer's disease was considered as serious by the company due to its medical significance. On (B)(6) 2024, she did not prime before each injection, it was not sure if the she had injected enough of 30 units in the morning, also when she tried to inject 22 units the same day, the humapen ergo ii stop at 18 units and the button could not be pressed down (lot number 1406d01/(B)(4). On (B)(6) 2024, she experienced burning mouth syndrome, which her physician said was due to poor blood glucose control (diabetes mellitus inadequate control), due to which she was hospitalized (B)(4), lot unknown); ((B)(4), lot 1806d01); ((B)(4), lot unknown) & (B)(4), lot unknown). As of (B)(6) 2024, she had less saliva in her mouth, dry mouth and burning in mouth. Although she had not taken chilly peppers, her tongue still felt hot. The patient did not perform priming of the pens (improper use of device). Further hospitalization details and discharge date were not provided. The outcome of events was unknown. Information regarding the corrective treatment details was not provided. Status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The operator of the humapen ergo ii and their training status was not provided. The general humapen ergo ii model duration of use was since 2011 and the first suspect humapen ergo ii duration of use was two or three years. The second suspect device duration of use was approximately one year and third suspect humapen ergo ii duration of use was not reported. The suspect device duration for the remaining pens was not reported. It was unknown if the suspect humapen ergo ii were available for their return. The initial reporting consumer considered the relatedness of rest of the events with human insulin isophane suspension 70%/human insulin 30% therapy as unknown and did not provide an opinion of relatedness with humapen ergo ii. Update 23-apr-2024: additional information received on 19-apr-2024 from the reporting consumer. Added the gender of the patient, two medical history, two concomitant drugs, two new dosage regimens of insulin human therapy and one new non serious event of incomplete dose administered. Updated the age of patient from 72 years to 73 years, height of the patient from 165 cm to 160 cm and weight from 80 kg to 70 kg. Accordingly updated narrative with new information. Update 26-apr-2024: additional information received on 19-apr-2024 from the reporting consumer. Added suspect and concomitant devices. Updated narrative and pcs were processed accordingly. Update 19-nov-2024: additional information was received from the initial reporting consumer on 15-nov-2024. Added one new serious event of burning mouth syndrome leading to hospitalization. Updated narrative accordingly with new information. Update 21-nov-2024: all additional information received from the initial reporting consumer on 18-nov-2024 and 19-nov-2024, was processed together. Added two new dosage regimens for human insulin isophane suspension 70%/human insulin 30% therapy and two suspect devices of humapen ergo ii. Added one new serious event of loss of control of blood sugar. Updated causality statement, regenerated line listing comment and updated narrative with new information. Edit 12-dec-2024: case unlocked to include pc and lot number in narrative. No further changes were made to the case. Update 13-dec-2024: additional information was received from the local rcp on 12-dec-2024. Added two new suspect devices of humapen ergo ii with unknown lot numbers. Processed the associated pcs and updated narrative accordingly. Edit 13dec2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary. This report is associated with 1819470-2024-00065, 1819470-2024-00081, and 1819470-2024-00082 since there is more than 1 device implicated.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 18dec2024 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2024-00065, 1819470-2024-00081, and 1819470-2024-00082 since there is more than 1 device implicated. Lss analysis summary: a family member of a female patient reported that her humapen ergo ii had an unspecified malfunction. She experienced inadequate control of diabetes mellitus. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The user did not prime the device before use. This misuse may be relevant to the event of inadequate control of diabetes mellitus.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company, to report an adverse events and a product complaint (pc), concerned a 73-year-old asian female patient of han nationality. Medical history included diabetes, complications of diabetes mellitus, coronary heart disease, retinopathy and chronic obstructive pulmonary disease. The patient had no drug adverse reaction history and no family drug adverse reaction. Concomitant medications included acarbose, huameike, dioscorea nipponica, chlorpromazine hydrochloride, metoprolol succinate, atorvastatin calcium, acetylsalicylic acid and other unspecified medications all for unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from cartridge with humapen ergo ii, at 30 units in the morning and 22 units in the evening, via subcutaneous route, for diabetes mellitus beginning on an unknown date on (B)(6) 2011. Since an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, she had alzheimer's disease, and since 2022 (the exact time was unclear), it was found that the memory was significantly reduced and forget thing that she did after one minute. The event of alzheimer's disease was considered as serious by the company due to its medical significance. On (B)(6) 2024, she did not prime before each injection, it was not sure if the she had injected enough of 30 units in the morning, also when she tried to inject 22 units the same day, the humapen ergo ii stop at 18 units and the button could not be pressed down (lot number: 1406d01/ (B)(4). On (B)(6) 2024, she experienced burning mouth syndrome, which her physician said was due to poor blood glucose control (diabetes mellitus inadequate control), due to which she was hospitalized (B)(4), lot unknown); (B)(4), lot: 1806d01); (B)(4), lot unknown) & (B)(4), lot unknown). As of on (B)(6) 2024, she had less saliva in her mouth, dry mouth and burning in mouth. Although she had not taken chilly peppers, her tongue still felt hot. The patient did not perform priming of the pens (improper use of device). Further hospitalization details and discharge date were not provided. The outcome of events was unknown. Information regarding the corrective treatment details was not provided. Status of human insulin isophane suspension 70%/human insulin 30% therapy was ongoing. The operator of the humapen ergo ii and their training status was not provided. The general humapen ergo ii model duration of use was since 2011 and the first suspect humapen ergo ii duration of use was two or three years. The second suspect device duration of use was approximately one year and third suspect humapen ergo ii duration of use was not reported. The suspect device duration for the remaining pens was not reported. It was unknown if the suspect humapen ergo ii were available for their return. The initial reporting consumer considered the relatedness of rest of the events with human insulin isophane suspension 70%/human insulin 30% therapy as unknown and did not provide an opinion of relatedness with humapen ergo ii. Update 23-apr-2024: additional information received on 19-apr-2024 from the reporting consumer. Added the gender of the patient, two medical history, two concomitant drugs, two new dosage regimens of insulin human therapy and one new non-serious event of incomplete dose administered. Updated the age of patient from 72 years to 73 years, height of the patient from 165 cm to 160 cm and weight from 80 kg to 70 kg. Accordingly updated narrative with new information. Update 26-apr-2024: additional information received on 19-apr-2024 from the reporting consumer. Added suspect and concomitant devices. Updated narrative and pcs were processed accordingly. Update 19-nov-2024: additional information was received from the initial reporting consumer on 15-nov-2024. Added one new serious event of burning mouth syndrome leading to hospitalization. Updated narrative accordingly with new information. Update 21-nov-2024: all additional information received from the initial reporting consumer on 18-nov-2024 and 19-nov-2024, was processed together. Added two new dosage regimens for human insulin isophane suspension 70%/human insulin 30% therapy and two suspect devices of humapen ergo ii. Added one new serious event of loss of control of blood sugar. Updated causality statement, regenerated line listing comment and updated narrative with new information. Edit 12-dec-2024: case unlocked to include pc and lot number in narrative. No further changes were made to the case. Update 13-dec-2024: additional information was received from the local rcp on 12-dec-2024. Added two new suspect devices of humapen ergo ii with unknown lot numbers. Processed the associated pcs and updated narrative accordingly. Edit 13dec2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 18dec2024: additional information received on 16dec2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii devices associated with product complaint numbers (B)(4). Corresponding fields and narrative updated accordingly. Edit 18-dec-2024: upon internal review, information within update statement from 13dec2024 was received on 18nov2024 when two new suspect devices and pcs were processed into the case.